Event description:
Surgery was performed on (B)(6) 2011, on patient's right foot and part # 324-3456 was implanted. On (B)(6) 2012 during physical therapy leg press, the patient felt sudden onset of pain. On (B)(6) 2012, the CT scan noted that the medial plate 324-3456 was fractured. On (B)(6) 2012, surgery was performed to remove the broken plate.